Manufacturer narrative:
The rod was not returned for evaluation. No imaging films were provided. With the available information, a cause or contributing factor cannot be determined.

Event description:
It was reported that the patient underwent cervical occipital fusion (3-4 levels). The patient has a "long" medical history and has undergone 6-8 surgical procedures on her neck. The patient reported "the last two surgeries resulted in the rod breaking". The patient had revision surgery (refer to manufacturer report #1030489-2009-01002). The patient was seen for follow up in 2009. The patient had a broken rod on the right. The patient could hear the rod in her neck when she moved and could hear it scraping; this bothered the patient. The patient underwent replacement surgery of her rods bilaterally.